Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material# 309623. Batch# 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Patient reported that he received the kit with the new needle size. He has opened 4 dosing needles and there is not a needle attached to the syringe. He is still having trouble using the needles provided with gattex. He is not able to get needle cover off of the needle. Entire needle comes off the syringe. He is not able to draw up his dose. Bd catalogue: 309623. Bd syringe lot numbers: 3340120.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.